Event description:
The complainant has reported that a pt underwent a therapeutic egd procedure for hemostasis in the stomach. The resolution clip device was advanced to the intended bleed site. The clip was already deployed from the cathter as it came out of the sheath. Another of the same device was utilized to successfully complete the case. The pt did not sustain any known complications or ill effects as a result of the deployment issue.